Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), pelvic pain ('pelvic pain/ pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) female patient who had essure (batch no. B02266) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism since 2005, heavy periods, dysmenorrhea, flu, pelvic pain, vaginal irritation, itching, burning sensation, mass and cramp in lower abdomen. Concomitant products included intrauterine contraceptive device (iud nos), levonorgestrel (mirena), levothyroxine since 2005, medroxyprogesterone acetate (depo provera) from 2012 to 2013 and quetiapine fumarate (seroquel) since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal haemorrhagevaginal haemorrhagevaginal haemorrhagevaginal haemorrhagevaginal haemorrhage (vaginal, ),") and menorrhagia ("vaginal haemorrhage (menorrhagia)"), 4 months 27 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removing surgery and oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received : essure removal details updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.